Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured april 18, 2022 - april 20, 2022 the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed evidence of fluid inside a bag that contained the device which suggested a leak may have occurred. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was damaged. This issue was discovered prior to patient use. The device was filled with vancomycin 3000mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.